Event description:
It was reported that the ilet charger intermittently stopped charging after initial placement, the indicator light turned off, and the charging cord did not remain seated, consistent with a charging problem involving the battery charger. Customer care provided support that included replacement and return coordination of the defective charger. Investigation of this case revealed a power source problem consistent with a charging malfunction of the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.